Event description:
It was reported by service report that the fowler was stuck and will not go up or down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler link.